Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain in the device pocket and wanted the device removed. The physician suspected the patient had a sensitivity to pain based on a previous substance addiction. The physician planned to revisit with the patient on a future date. Additional information was received 22 months later that the patient continued to experience pain at the device site and requested device explant and replacement with a transvenous system. Surgical intervention was undertaken. This s-ICD was part of a system explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.